Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the capacitor charge time limit was reached on (B)(6) 2018. There was also an alert triggered for charge time out on (B)(6) 2017. It was noted that the device still had estimated longevity for over a year. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable post procedure

Manufacturer narrative:
The reported field event of an extended charge time was confirmed in the laboratory via review of the device image. A visual inspection was performed after the device was opened. No anomaly was detected. The high voltage capacitors were analyzed and found to have excessive leakage current in both the capacitors. The cause of reported event was due to an anomalous high voltage capacitor.